Event description:
It was reported that the touch screen was "intermittently failing." A new touch pen was tried, but the response was still inconsistent. The programmer was returned for repair. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 2067, programmer rf (radio-frequency) head; product ID 2290, pacing system analyzer. (B)(4).